Event description:
Consumer claimed that the product caused nausea, as well as a burning sensation on the gums. No medical attention was sought for this condition.

Manufacturer narrative:
Evaluation is in progress. The product will be examined for its physical attributes. A process review will also be performed in an attempt to identify any abnormalities in the production of the suspect product.